Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s touchscreen cracked after the device fell from the user¿s pocket while working, resulting in an unusable screen and inability to unlock or continue normal operation; the device had been synced prior to shutdown and the user transitioned to backup therapy. Symptoms included no injury. Outcomes included device interruption and need for replacement, with blood glucose levels reported as unaffected. Investigation included review of the event details and initiation of device return for evaluation. Investigation of this case revealed physical damage to the touchscreen/display assembly consistent with accidental impact, which rendered the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.